Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.4, 3.3. Doctor changed pt's coumadin dose based on inratio2 results.